Event description:
Advocate states customer tested his blood glucose using his 2 contour meters and received readings of 64 and 102mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer's test strips were replaced and he is expected to return his strips for evaluation.

Manufacturer narrative:
(B)(4).